Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the perfix plug (device #1) implanted in 2014. A second emdr was created to address the other perfix plug (device #2) implanted in 2018 not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: in (B)(6) 2014, the patient underwent surgery for implant of an unspecified perfix plug (device #1). In (B)(6) 2018, the patient underwent surgery for implant of an unspecified perfix plug (device #2). As alleged, the patient had subsequent surgical intervention due to the hernia mesh device. The patient's attorney alleges the product is defective and that the patient experienced emotional distress.